Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient had a seizure and passed out. The cgm was reading 70 mg/dl but the fingerstick bg was 42 mg/dl. He was taken to the hospital at around 3:45 am and treated with 5 juice boxes (15 carbs each) and a 22-carb fruit snack. No medication was administered. He was released from the hospital in stable condition around 10 am; his bg at the time of discharge was 198 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.